Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level over 600 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 157 mg/dl. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer did not allege insulin pump was not under delivering. Customer stated that the insulin pump had motor error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer did displacement test and it was passed. The insulin pump will not be returned for analysis.